Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer complaint that the programmer display would jump and the interface was unable to be used. However, it was noted that the micro processor unit (mpu) had a cold solder at a connection point between the mpu and the flex tape, the upper display hinges are sloppy, and the upper hinge screws are loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would jump and the user was unable to stop it or to use the interface. The programmer was returned for service. No patient complications have been reported as a result of this event.